Manufacturer narrative:
The lens was returned in the company cartridge. Inadequate viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area. The lens and haptics were properly folded. No issue was observed with the lens folding. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain was conducted with acceptable results. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. It is unknown if a qualified handpiece and viscoelastic were used. The lens was folded acceptably. The root cause for the "lens stuck" appears to be related to a failure to follow the IFU(instructions for use). Inadequate viscoelastic was observed in the cartridge. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Company foldable iols are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of implant stuck in the cartridge, faulty folding. There was no patient impact. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).